Event description:
The facility representative reported a colleague infusion pump with defective batteries. It is unknown when this event occurred but was reported to have occurred in the pediatrics care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 6.13.90 - colleague 2006 remediated.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with defective batteries was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be depleted main batteries resulting from user error. The main batteries and harness were replaced to correct this condition. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.